Manufacturer narrative:
Following information reported on 06 jul 2020 by (B)(6) hospital located in the (B)(6), the backrest section of the enterprise 9000x bed raised unintended when the patient was lying on the bed. During an interview with the facility staff, it was confirmed that the fastener straps with buckles of arjo nimbus 4 mattress pressed against the backrest raise button located inside the head-end side rail control panel. This caused unexpected backrest movement which could be stopped by releasing the button. The procedure of proper installation of the mattress on the bed platform is described in the instructions for use dedicated to enterprise 9000x (IFU 746-591-en_14). This IFU indicates also possible hazards in procedures which, if not correctly followed could lead to hazardous situation, such as unintended movement reported: ¿the controls require only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the split side rails and keep equipment on and around the bed clear of the controls.¿ taking into account all the collected information, it can be concluded that the incorrect mattress installation on the bed platform has further contributed to the unexpected pressing of the button on the control panel and raising of the backrest. In summary, the arjo device played a role in the event as it was used with a patient at the time of the event. Although no device malfunction was found, the enterprise 9000x bed did not meet its performance specifications when the event occurred as the backrest section moved unintended. The complaint decided to be reportable in an abundance of caution due to the unintended backrest movement.

Event description:
Following information reported on 06 jul 2020 by (B)(6) hospital located in the (B)(6), the backrest section of the enterprise 9000x bed raised unintended when the patient was lying on the bed. There was no injury reported.